Event description:
Reference MDR# 1219856-2010-00466 for the first event and MDR #1219856-2010-00467 for the second event involving the same patient. It was reported that during a third intra-aortic balloon (iab) insertion attempt via a right femoral insertion, the iab was impossible to load on the spring wire guide (swg). The swg became stuck at the iab bifurcation. The swg was removed and replaced with a datascope iab. Diagnosis of patient was cardiac surgery, difficult weaning from cardiopulmonary by-pass. There were no reported pt complications, no intervention and no pt death. An interruption of 15 minutes was noted.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.